Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/pt contacted lifescan (lfs) customer service in 2009 alleging her one touch ultra meter stopped powering on during the morning eight days ago. She claimed that the next morning, she became tired and shaky. It was noted that the pt administered self-treatment with food/drink. No other forms of treatment or blood glucose results were reported. According to the troubleshooting performed by customer service, the battery did not need replacement based on the battery life and usage. The csr noted that the power issue was resolved with training: the battery was not inserted all the way in. There is no indication that the product malfunctioned since the reported issue was resolved with training. However, this complaint is being reported because the pt allegedly developed symptom suggestive of a serious injury after the power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.